Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Reported event: an event regarding patient factors involving a unknown, proximal humerus (bayley walker) replacement, humeral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for bayley-walker shoulder replacement which was inserted on (B)(6) 2017. The surgeon reported that the patient had pain and a possible polyethylene wear. The CT image provided showed osteolysis and bone resorption along the bone; and radiolucent line along the humeral stem between the cement mantel and the bone. Considering the implant in situ was over 6 years, normal wear and tear of the polyethylene component is expected. Therefore, the radiographic review can support the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional pre and post-surgery x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: humeral stem - bayley/walker shoulder; cat # unk_stm; lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "previous bayley walker shoulder replacement in 2017. Good outcome but now pain. Investigations including CT spect scans suggest p.e. Wear. Device to be used: bayley walker shoulder replacement; small humeral stem and polyethylene." Clinical review update (B)(6) 2023: "[..] The CT image provided showed osteolysis and bone resorption along the bone; and radiolucent line along the humeral stem between the cement mantel and the bone [..]"